Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Evaluation summary: analysis revealed that the outer dimension of the termination crimp ring, the silicone material between the ring electrode and crimp, were too wide.